Event description:
(B)(4). There have been no allegations of deficiency or serious injury against this device. This device is listed in the pt's progress notes.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: pelvisoft biomesh is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced recurrent mixed, stress and urge incontinence, recurrent cystocele, pubovaginal sling placement and anterior repair on (B)(6) 2005 (pelvicol and dermal allograft), postoperative urinary retention and incomplete bladder emptying requiring self-catheterization, urinary frequency, urinary tract infection, urinary urgency treated with anticholinergics, recurrent incontinence, nocturnal incontinence and chronic cystitis treated with antibiotic suppression therapy.